Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp had rec'd an overfill of solution while using the homechoice cycler for apd therapy. The hcp states that the hp has in the care of a nursing home and on 10/21/00 and 10/22/00, the hp experienced nausea, vomitting and diarrhea. The hp had a preprogrammed last fill volume of 2500 mls, which was allowed to remain in the hp's peritoneum during the day and was not removed until the initial drain phase of the next apd therapy using the homechoice cycler. Hcp reports that on 10/23/00, the hp's therapy was started using the homechoice cycler and 5,703 mls of solution was removed from the hp during the initial drain, which amounts to 3,203 mls greater than the last fill volume of 2500 mls. Hcp relates after the 5,703 mls was removed, the hp's therapy continued to completion with no difficulties and there was no pt injury or medical intervention. Hcp further relates that the hp continued to have diarrhea on 10/23/00 and 10/24/00. Hcp states that on 10/24/00, the hp experienced shortness of breath and was sent to the ER, where pt was given lomotil for their diarrhea and was released back to the nursing home. The hcp relates during their routine dialysis appointment at the hosp, the hp was found to be hypotensive and was admitted to the hosp for a 23 hr observation. According to the hcp, on the way to the hosp the hp passed out twice due to low blood pressure. Hcp relates the hp died while hospitalized on 10/26/00, the cause of death determined to be cardiac arrest, presumed myocardial infarction. Hcp relates they does not attribute the hp's death to the homechoice cycler nor relates it to peritoneal dialysis. The hp's homechoice cycler is being returned to the mfg facility for refurbishment and the hcp has requested an eval of the hp's returned homechoice cycler, as they suspect that the overfill of solution noted on 10/23/00 may have been caused by user error on the part of the nursing home staff.